Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port pin is physically damage and the unit will not charge. Information obtained within good faith effort indicated the physical damage was discovered during shift change. At that time, a low battery was discovered. User attempted to troubleshoot by securing the power cord; however it would not stay in the charging port. It was observed that the center pin of the charging port did not appear normal. User also indicated how the physical damage occurred is unknown but believes it may have occurred when someone attempted to remove the monitor from the ambulance without unplugging it first. The device was not in clinical use on a patient at the time of the event.

Manufacturer narrative:
Description updated following information obtained through good faith effort.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port pin is physically damage and the unit will not charge. Information obtained within good faith effort indicated the physical damage was discovered during shift change. At that time, a low battery was discovered. User attempted to troubleshoot by securing the power cord; however it would not stay in the charging port. It was observed that the center pin of the charging port did not appear normal. User also indicated how the physical damage occurred is unknown but believes it may have occurred when someone attempted to remove the monitor from the ambulance without unplugging it first. The device was not in clinical use on a patient at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port pin is physically damage and the unit will not charge. The device was not in clinical use on a patient at the time of the event.